Manufacturer narrative:
The manufacturing records were reviewed, and no non-conformities were found.

Event description:
It was reported to nevro that the patient was hospitalized due to not waking up to the anesthesia normally following the implant procedure. The patient also experienced numbness and loss of feeling in the left leg. The implanting physician and a neurologist do not believe this symptom to be device-related; however, the device was removed. The patient was moved to a rehabilitation facility and there have been no reports of further complications regarding this event.